Event description:
This is report 1 of 5 for the returned companion samples. During evaluation of returned companion samples, a uv-flash transfer set was found to have difficulties connecting to a titanium adapter. This sample had been returned unopened. No additional information is available.

Manufacturer narrative:
(B)(4). An unused uv-flash transfer set was received for evaluation. Visual inspection, leak testing and clear passage tests were performed with no issues noted. The sample was pressure tested with acceptable results. Dimensional inspection of the returned transfer set identified that the inside diameter of the catheter adapter shroud was below nominal. The sample was confirmed for the reported condition. Improvements were made to the mold and molding department procedures. A review of all batch record documents for potentially associated lot number h12l04061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.